Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up MDR will be sent.

Event description:
It was reported that the patient was hospitalized, diagnosed with sepsis, peritonitis and subsequently passed away. Manual exchanges were started and the patient was treated with intra-peritoneal vancomycin (dose and frequency not reported), gentamicin (dose and frequency not reported) and with oral ciprofloxacin (dose and frequency not reported). The patient did not respond to treatment and was systemically septic and hypotensive with tachycardia. Due to poor prognosis, the patient's family elected to withdraw therapy. It is unknown if an autopsy was performed; cause of death provided by the health care provider was peritonitis and end stage renal disease.